Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) replaced the coiled cable to resolve error codes issue. He then completed pm with full calibration, functional testing and safety check to factory specifications. Unit passed all functional and safety tests per factory specifications and was returned to customer and cleared for clinical use. The initial reporter is a getinge employee who has different contact details from that of the event site, and has the following contact information: (B)(6). Full name of the event site is (B)(6).

Event description:
During a preventive maintenance (pm), the getinge field service engineer (fse) found fault # 111 and fault # 112 on the cardiosave intra-aortic balloon pump. There was no patient involvement and no adverse event was reported.